Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a moderately calcified and moderately tortuous distal left circumflex artery (lcx). A 2.50 x 20mm promus element stent was successfully deployed in the distal lcx. After performing post dilatation, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 3 x 16mm promus element plus was deployed proximally to the first stent, overlapping it and covered the edge dissection. The procedure was completed successfully and the patient was reported to be stable.